Event description:
Event description boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d), which was never implanted, was pulled from archives for additional testing.